Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she has been waking up with low blood glucose levels. The lows do not occur every morning. She stated she changed her basal rates a couple of months ago, but she does not know why there is such a drop in her blood glucose. Customer's blood glucose was 47 mg/dl this morning. She treated with food. Other times she will treat with glucose tablets. In troubleshooting, the drive support cap appeared normal. Customer follows proper priming methods. The device's programming is correct. The device passed the displacement test. Customer was advised to monitor the device and call if the issue persists. Nothing further reported.